Manufacturer narrative:
Additional information indicates that the native annular and leaflet calcification was severe and the aortic root calcification was severe. As the affected device was not returned, the investigation will be limited to review of DHR, review of physician training and IFU for the edwards sapien 3 with commander 26 mm delivery system, review of complaint database for similar complaints, review of lot history, manufacturing mitigations, review of photographs, video or imagery and fmea assessment. The work orders relate to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any issues that could have contributed to the event. No IFU/training deficiencies were identified. Review of complaint history from january 2015 to december 2015 revealed similar returned complaints for sheath distal tip - separated marker for the expandable sheath (esheath), 14f, but occurrence rate of sheath distal tip - separated marker for the esheath did not exceed the december 2015 control limits. A review of lot history did not reveal similar complaints under the related work orders for sheath distal tip - separated marker.during manufacturing of the sheath, devices are 100% visually inspected by manufacturing and quality. Additionally, during product verification testing of sample sheaths under a sampling plan, the sheath is visually inspected for damage pre- and post-expansion testing. Under the related work order, all samples passed as no damage was observed. Inspections during the manufacturing process and product verification testing support that it is unlikely that a manufacturing non-conformance on the sheath contributed to the complaint.procedural images from the case was reviewed and confirms dislodgement of the c-marker band during retrieval. Although the device was not returned, the complaint was confirmed via procedural film. Additionally, due to the unavailability of the device, it cannot be determine if a device failure or manufacturing nonconformance contributed to the reported event. Review of complaint history revealed similar confirmed complaints. It can be speculated that the root cause is related to the similar confirmed complaints. A non-optimal withdrawal angle may have caused the delivery system to negatively interact with the sheath liner, contributing to the reported c-marker band separation. As noted in case notes attached to the cer, the cause of liner delamination and subsequent c-marker band separation was speculated by the clinician to be due to the balloon getting stuck (or caught on the edge) of the sheath during withdrawal.in response to previous complaints related to c-marker band separation, a pra was initiated to assess risks associated with this issue. The fmea assessment section in this memo highlights the failure modes and their risks. Additional details are provided in the pra. In addition, a CAPA was initiated to investigate c-marker band separation. Corrective actions associated with the CAPA include increasing the tecoflex trim length to 1 mm and repositioning the marker band further proximal under the liner. This CAPA was closed on 10/30/2015 after no additional dislodgements occurred for 6 months/(B)(4) units were documented.an assigned occurrence rating of 2 is documented in both the dfmea and afmea. A total of (B)(4) devices have been distributed since the implementation of corrective actions in may 2015 through december 2015. This is the second confirmed occurrence since corrective actions were fully implemented in may 2015 (two returned devices did not have manufacturing lot information supplied and their manufacturing date could not be confirmed). The occurrence rate of (B)(4), was below the predicted failure rate documented in the fmeas (rating=2, which equates to 0.001 % to <0.01%).as the device was not returned for evaluation it could not be confirmed whether a manufacturing nonconformance contributed to the reported failure. At this time, no control limits or fmea occurrence rates have been exceeded for this issue. Therefore, no escalation for further corrective/preventative activities are required. Although the device was not returned, procedural video from the case showed evidence of c-marker band dislodgement. As a result, the complaint for sheath distal tip - separated marker was confirmed. A pra was previously initiated for risk assessment, and a CAPA was initiated to capture further investigation and corrective and preventative action activities.

Event description:
As reported by our affiliates in (B)(4), post transfemoral tavr procedure, while retrieving the commander ds, it was observed that the marker ring of the esheath was broken (radio opaque proximal part of the esheath). However, every component was removed easily from the patient, without any consequences for him from CT-scan, it was clear that there was a lot of calcium in the aorta and peripheral vessels. The esheath was inserted normally and bav performed with an ew balloon. The valve was correctly deployed (perfect outcome). As per medical opinion, the root cause of the event was the high level of calcification in the access vessel. The marker was found in the esheath when it was removed. The liner delaminated during the removal of the torn delivery system balloon. The damage was noted upon removal.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), post transfemoral procedure, while retrieving the commander ds, it was seen that the ring of the e-sheath was broken (radio opaque proximal part of the e-sheath). However, every component was removed easily from the patient, without any consequences for him. The CT-scan was clear that there was a lot of calcium in aorta and peripheral vessels. The e-sheath was inserted normally. Bav performed with ew balloon. The valve was correctly deployed (perfect outcome). As per medical opinion, the root cause of the event was the high level of calcification. The marker was found in the esheath when it was removed. The liner delaminated during the removal of the torn delivery system balloon. The damage was noted upon removal.